Event description:
It was reported that the customer's blood glucose level was high, and the exact value was unknown, showing as "high" on both the cgm and bg meter. The customer administered a correction bolus through the pump and confirmed there were no issues with the infusion set, tubing, or insulin storage. Control iq feature was active, and there were no positional blockages. Tandem technical support advised the customer to consult their healthcare provider for further evaluation and to replace supplies as necessary, which the customer agreed to do.